Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurate erratic when performing consecutive blood glucose tests. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical affairs specialist (mas) was unable to reach the patient by phone. On the afternoon of the month prior, the patient reported obtaining blood glucose readings of "152 and 258 mg/dl" with the subject meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. On an unspecified date in that month, the patient claimed he obtained an alleged reading of "485 mg/dl" with the subject meter. As a result of the reading, the patient reported that he administered 7 units of human r (based on his sliding scale). Within 15-20 minutes of taking the insulin, the patient claimed he developed low symptoms. At the onset of symptoms, the patient reported that he tested with his friend's onetouch ultra2 meter, obtained a reading of "35 mg/dl," and treated himself with a coke and candy. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting (mg/dl), that the patient was using the correct testing technique, and that the puncture rea was being cleaned properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia.